Manufacturer narrative:
The patient's age, sex, and weight were not provided. The device was returned for investigation. The evaluation is not yet complete. (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during the implant procedure, the graft was broken when the physician attempted to inosculate it to the patient. A replacement graft was used to complete the implant surgery. No further information was provided.

Manufacturer narrative:
The report that the vascular access graft broke during the anastomosis procedure could not be confirmed. The returned graft was cut and trimmed on one end and pristine on the other end. The trimmed end appeared to have been bevel cut and did not appear broken. The graft end regions had no obvious breaks in the outer foam layer parallel to the reinforcement windings and there were no exposed windings indicative of damage due to excessive elongation. There were no circumferential breaks to the outer foam layer or cracks around the graft ends. No breaks or tears were found at the graft ends. The reinforcement winding spacings (windings per centimeter) were measured at similar locations about the apex marker. Elongation of the graft during implant would have resulted in unusual winding densities throughout the graft; however, the reinforcement winding spacings at the trimmed and untrimmed ends were found to be similar and within specification. The layer thicknesses and diameters of the graft at the untrimmed, trimmed, and center sections were measured with a visual microscope and all three sections were found to be within specifications. One small break in the outer foam layer next to the apex marker was observed during inspection of the returned graft. The break was parallel to the reinforcement winding and circumferential with the graft. The size of the break was approximated to be around 30 degrees out of the 360-degree graft perimeter. The break was superficial and did not penetrate through the outer foam layer to the lumen. Given the location of the break, the break could have occurred due to handling of the (dried) bloody graft and was not associated with the reported event. The amount of elongation or axial loading to cause such a break around the densely reinforced center marked region in a new graft would result in disruptions throughout the graft. Since the break was circumferential, the break was unlikely the result of a cut or tunneling implant difficulty. However, if this break had occurred or was found during the anastomosis procedure, the graft would have been unusable. Based on the physical condition of the returned graft, the graft was not damaged due to excessive elongation and no obvious damage at the trimmed end of the graft was found. A specific cause for the reported difficulty with the anastomosis procedure could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.